Manufacturer narrative:
(B)(4). One sample was received for evaluation from an unknown lot number related to the reported condition of the roller clamp was detected missing from the set. It unknown if this sample is associated with the lot number addressed in this report or manufacturer report number 6000001-2011-05072. A visual inspection of the sample revealed the slide clamp and roller clamp were missing from the set. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system continu-flo solution set with 4-way stopcock in which a nursing unit reported that the roller clamp was detected missing from the set. The condition was identified during use on a patient. It is unknown what drug was going to be infused or if the infusion was started or not, but the patient was connected. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.